Event description:
It was reported to olympus that a telescope was broken/defective/damaged. The reported issue occurred during preparation for use. The device will be returned for evaluation and repair. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information including the device evaluation and the legal manufacturer's final investigation. Additionally, (d9) returned to manufacturer date was added, and (h3) device evaluated by manufacturer was updated to yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported damage was confirmed; there was a dent on the distal edge of the objective lens, the eye piece tube was broken, and there was debris in the optical system. Based on the results of the investigation, the cause of the reported damage may have been improper handling in the form of an external force (e.g. Due to a fall or rough handling during use or reprocessing). However, specific root cause could not be determined. Olympus will continue to monitor field performance for this device.